Event description:
A hemodialysis inpatient user facility has reported that during treatment, a blood leak occurred. The leak was visually observed at the dialysate port, blood strips tested positive and the machine alarmed. Estimated blood loss was 25cc's. Pt had no adverse effects. Sample is not available; sample was discarded.

Manufacturer narrative:
The device was not returned to the MFR for physical eval and the failure mode can not be confirmed. However, an investigation of the device mfg records was conducted by the MFR. There were no deviations during the mfg process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification. There was a nonconformance. Per nonconformance report ((B)(4)), the leg on the potting chambers used in dialyzer production was found to be short.